Event description:
Pt has history of myelodysplastic syndrome and is in immune compromised state with an ongoing chest wall infection. Interventional radiology placing PICC line in left upper extremity and wire became caught in valve and the tip of wire sheared off into perivascular space. Retrieval attempts unsuccessful. In 2008, vascular surgeon successfully removed retained wire via venotomy because of pt's compromised immune system.